Event description:
Customer reported that an erroneously low critical rerun glucose result was generated by the unicel dxc 800 synchron system after the initial test yielded a result below the lab's reference range. The result was not reported outside the lab. The customer retested the sample multiple times on a different sys and the results matched the initial result. The amended result was reported. There was no change to the pt's care or treatment. The customer opines this event was sample specific.

Manufacturer narrative:
A service call for sys eval was declined by the customer. The customer provided pt data and quality control info. The quality controls before and after the event were within spec. W/o a full examination of the sys (which was declined by the customer), a specific root cause of this event could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.